Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the motor axis to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation

Event description:
It was reported that prior to starting a da vinci-assisted urology surgical procedure, the patient side cart (psc) keeps faulting out when it being extended out. Technical support engineer (tse) reviewed the logs and found 23062 for the extension motor and had site hard power cycle the patient cart and fault came back when trying to extend the boom. Site was trying to get the patient cart into place with using the shoulder motor and extension to try and get it into place to dock. The extension would only move about an inch before faulting out each time. Surgeon was very frustrated at the time of the call and were unsuccessful. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified and the system functionality was checked upon powering on the system. The system initially powered on without errors. The dvstat was contacted for troubleshooting and troubleshooting was completed. The robot issue was not resolved. The physician changed the approach. The procedure was completed byy using longer ports and changing the approach of the robot. There was no injury to the patient. The procedure was not aborted. The surgeon did not disable or discontinue use of arm due to issue. The procedure was completed robotically with all 4 arms and it was completed robotically with same esu/generator or was the generator exchanged out during the case. Patient demographics were shared.